Manufacturer narrative:
On (B)(6) 2021, mentor became aware the patient underwent explantation on (B)(6) 2021. In addition, the patient experienced capsular contracture, baker grade unknown bilaterally post-operatively. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Clinical code e2402: generalized disorders. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two 325 mentor smooth round moderate profile saline breast prostheses and experienced generalized illness symptoms including fatigue, breaking out, nausea, memory loss, brain fog, intestinal disorders, joint pain, headaches, shortness of breath, itching, arthritis, and insomnia post-operatively. It was indicated the patient tested positive for antinuclear antibodies. The time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
On may 13, 2021, mentor received additional information providing an updated date of event. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).